Manufacturer narrative:
Additional information received indicated that a tandem clinical diabetes specialist had contacted the customer's healthcare provider and informed them of the customer's recent report. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 290 mg/dl and had a large level of ketones. The customer administered an insulin injection and the bg level had started to decrease. The customer went to the emergency room as the ketone level was high and the healthcare provider indicated that the level was dangerous. The customer was treated with fluids and was admitted to the hospital on (B)(6) 2016. The customer was treated with fluids and zofran. While in the hospital the customer received 2 occlusion alarms. The customer's bg and ketones were resolved. The customer was discharged the next day. The customer reported to have been increasing/decreasing the basal rate and was not sure if the high bg level was due to the acute gastroenteritis or if the pump was over/under delivering insulin. The customer declined tandem technical support's offer to perform a system check on the pump as the customer had performed their own troubleshooting and insulin had been observed exiting from the infusion set tubing.